Event description:
Boston scientific received information that the right ventricular (rv) lead shock impedance measurement had steadily increased, ultimately reaching 133 ohms. The patient with this device system was brought into the clinic for further evaluation. Commanded shocks of 1.1j and 41j were tested. The 41j shock elicited an impedance measurement of 115 ohms and the 1.1j shock elicited 84 ohms. After the shocks were tested, the measured shock impedance was 105 ohms through the device. The physician elected to continue to monitor the device system.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.